Event description:
It was reported that customer experienced cgm error and could not start sensor session on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset cgm error did not return and sensor session was successfully started.